Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was not secure to the stand. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was not secure to the stand. The customer requested the part number of the thumbwheels, foot kit, and central processing unit (cpu) tray cover. The customer replaced the thumbwheels, foot kit, and cpu tray cover to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.